Event description:
The customer reported air/water flow issues from the air/water flow system on the evis lucera colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle had foreign objects. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿air/water flow issues¿ was confirmed. The device evaluation found due to clogging of nozzle, air supply volume did not meet the standard value. The nozzle had foreign objects due to insufficient cleaning. Additionally, due to a pinhole on bending section cover, water tightness was lost. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. Due to wear of the angle wire, the play of up/down knob is out of the standard value. The light guide lens was cracked, and the adhesive on the objective lens was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): instructions, operation manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.